Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Johnson & johnson surgical vision, inc. Investigation subsequently identified that the catalyst system may have a remote potential event where a loss of suction during laser firing could create a hazardous situation that may result in the scoring of the posterior corneal surface. Therefore, johnson & johnson surgical vision, inc. Has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. The system was evaluated by a field service engineer. The field service found no issues with the laser equipment. The field service proactively calibrated vacuum board. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account reported that there was suction loss while the laser was firing. The procedures were completed without any complications. No patient injury was reported. This is 1 of 2 reports.